Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient was hospitalized in the intensive care unit. Insulin flow was blocked. This event occurred on (B)(6) 2025. No further information available.